Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
E 1. Initial reporter address line 1 : (B)(6). The device was returned to biosense webster (bwi) for evaluation. The returned device's visual inspection and screening test were performed following bwi procedures. Visual analysis revealed a hole in the pebax with dry reddish material inside it. The root cause of the condition could be related to the handling since in the process there are control inspection points to avoid these issues. The device was connected to the carto 3 system and was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area, and the hole in the pebax. The issue reported by the customer was confirmed. It should be noted that product failure is multifactorial. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. A manufacturing record evaluation was performed for the finished device number 31118608m, and no internal action was found during the review. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation afib ¿ paroxysmal with a thermocool® smart touch¿ electrophysiology catheter for which biosense webster¿s product analysis lab (pal) identified a hole in the pebax. Initially, it was reported that a 106-alert code occurred after the catheter was plugged into carto, and before first ablation, as the tip threaded through the distal end of the sheath (distal exit). A second device was used to complete the operation. There was no adverse event reported on patient. Catheter was not used in patient. The force sensor issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 26-dec-2023, there was a hole in the pebax with dry reddish material inside it. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was 26-dec-2023.